Event description:
The customer reported two cases of tass (toxic anterior segment syndrome) that occurred at this facility. These two cases involved two different doctors. Add'l info was requested, but the doctor has declined to complete the questionnaires. This report is for the first of the two cases; the second case is mfg. Report #2028159-2008-00217.

Manufacturer narrative:
Prior to this complaint, the customer had reported other events of inflammation and tass. An alcon clinical rep visited the site and identified numerous issues related to the cleaning and sterilization of the handpieces. The clinical rep also made recommendations regarding pre-operative preparation of the pt. The facility has been sent the directions for use for the phacoemulsification and I/a handpieces. The article "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn was also provided to the facility. Since the visit, it was reported that the facility is now having regular meetings to review the instrument cleaning process and to ensure it is being followed. The customer had made changes to their handpiece cleaning practices, and the clinical coord had reviewed the cleaning procedure with the staff. Alcon continues to work with this facility to assist in the resolution of these tass and inflammation events. A second site visit was conducted 2008. Add'l issues were identified related to the cleaning and sterilization of the handpieces, as well as the use of additives in the bss solution. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr. Met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. This report mailed in to FDA on: 06/12/2008.